Event description:
While performing a left knee arthroscopic partial medial meniscectomy, a piece of the arthroscopic shaver broke off and was free floating within the pt's knee. The surgeon elected to call for a c-arm to find the metal piece under fluoroscopy. The piece was found and removed with arthroscopic graspers. The broken piece was sent to pathology for ID, hard copy xrays post-operatively were used to xray records. The case proceeded normally thereafter. FDA safety report ID# (B)(4).